Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, patient was having an l5-s1 fusion/plif/decompression for a spondy. The surgeons implanted two 7.5x45 xia redux screws at l5 and two 7.5x40 xia 3 screws at s1. The surgeons then did a laminectomy and decompression followed by a plif using wedgenose 10x20x4 spacers. To reduce the spondy, the surgeon inserted a 35mm rad rod and angled the screw heads at s1 so the rods had to be reduced in the l5 screws. The blockers in the s1 screws were final tightened with the torque driver and anti-torque key. Blockers were inserted in the reduction screws at l5. The blockers were advanced bilaterally and simultaneously by the surgeons. As the ...